Event description:
It was reported that the obturator accessory component on multiple size 4.0 ped, 4.5 ped, 5.0 ped and 5.5 ped, pediatric tracheostomy tubes was difficult to insert and withdraw. This was experienced with both initial use and re-use of the devices and the accessory component. There were multiple patients involved with no reported patient injuries. Nineteen (19) devices were returned to the manufacturer on 09/03/1998 for decontamination, analysis and invesigation.